Event description:
Complaintnumber: (B)(4)

Manufacturer narrative:
It was reported that during transport of the patient the cardiohelp displayed the error message "pump disposable error - stop". The customer reported that after third restart of the device the error message disappeared. During that time they used backup emergency drive before using another cardiohelp. No patient harm was reported. A getinge field service technician (fst) investigated the device on 2021-06-25. He could not confirm the failure. The device was tested according to factory's specifications and put back in use. The related hls set was not available for investigation. The log file analysis was performed by getinge life-cycle-engineering on 2021-07-02. The reported error message "pump disposable error - stop" was confirmed, but no product related malfunction could be detected. With reference to the risk analysis version 23 the following most probable root causes could be determined: user does not perceive or recognize how to correctly mount the transport guard the transport guard is mounted incorrectly or not mounted at all no coupling or insufficient coupling between the cardiohelp device and the disposable during transport additional condition: the mechanical impact on the cardiohelp device and disposable is too high the IFU (instructions for use / 1.10 / en /11) of the cardiohelp includes a warning under chapter 2 "do not remove the disposable product during normal operation." Furthermore the IFU (instructions for use / 1.10 / en / 11, chapter 5.2.1) includes a warning "check that the disposable is securely attached during operation". Within this chapter it is explained how to mount the disposable. With reference to the IFU for the hls set advanced 5.0 / 7.0 (instructions for use / 1.5 / g-270 / 02) the following is stated in chapter 5.3.1 safety instructions for the oxygenator: incorrect installation of the hls module advanced can lead to device malfunction. This can endanger the patient. Use the device only together with the device cardiohelp-I. Install or remove the device only when the pump of the cardiohelp-I is at a standstill (0 rpm). Ensure that the device is fitted onto the device correctly and securely fixed, to eliminate the risk of magnetic decoupling between the drive and the centrifugal pump. The getinge service and sales unit will be advised to inform the customer of the correct handling according to the instruction for use. Based on this the reported failure "pump disposable error - stop" could be confirmed, but not a product related malfunction. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
Further information are requested, but still pending. The device was already checked by a getinge field service technician (fst). The fst could not found a malfunction of the device. For deeper investigation the log files will be analysed by life-cycle-engineering. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The event occurred in (B)(6). It was reported from the customer that during the transport they got error message disposable set pump error - stop. The device was already checked by a getinge field service technician (fst). The fst could not found a malfunction of the device. He informed, that they disconnected set during the pump was running and after they connected it again they did not put down rpm to zero so the error was still there. The customer solved it after third restart of the device and during that time they used backup hand crank. And after that they transfer it to another cardio help and it worked fine. Complaint number: (B)(4).